Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pneumonia ('pneumonia') in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pneumonia (seriousness criterion hospitalization), 7 months 9 days after insertion of essure. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and pneumonia outcome was unknown. The reporter provided no causality assessment for pneumonia with essure. The reporter considered device dislocation to be related to essure. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. New event migration was added. Essure insertion and removal details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.